Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net with noise oversensing on the atrial lead, seen on a automatic mode switch electrogram. Patient will continue to be monitored. Patient condition was stable after the event.